Event description:
Consumer complaint of hi blood glucose result. Expected fasting blood glucose test result is 209 to 320 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): hi, (B)(6) 2015, 12:00pm, fasting: yes; 357mg/dl, (B)(6) 2015,12:00pm, fasting: yes; 441mg/dl, (B)(6) 2015, 12:00pm, fasting: yes; 522mg/dl, (B)(6) 2015, 12:00pm, fasting: yes; 323mg/dl, (B)(6) /2015, 12:00pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose result. Expected fasting blood glucose test result range is 209 to 320 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 1:hi (B)(6) 2015 12:00pm fasting:yes. 2:357mg/dl (B)(6) 2015 12:00pm fasting:yes. 3:441mg/dl (B)(6) 2015 12:00pm fasting:yes. 4:522mg/dl (B)(6) 2015 12:00pm fasting:yes. 5:323mg/dl (B)(6) 2015 12:00pm fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.